Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the buzzer was not working. The unit was triaged and the reported issue was confirmed. The main printed circuit board was replaced. The unit has been repaired, tested, and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to a covidien service center. Upon triage, on 12/11/2017, the service technician found that the unit had no audible alarm.